Event description:
Related manufacturer reference number: 2017865-2022-43686; related manufacturer reference number: 2017865-2022-43688; related manufacturer reference number: 2017865-2022-43689. It was reported that the patient presented with pocket erosion. The pocket was swollen around the area where the device generator resides and the lead was exposed as well at the incision site. The entire system was explanted. The patient was in stable condition.